Event description:
A us distributor reported that a battery would not power on a monitor.

Manufacturer narrative:
Device evaluation of battery pack has been completed. The reported problem (will not power up) was confirmed. As received, the battery was unable to power on a monitor or charge. The cause for the failure was isolated to a loose bus bar inside of the battery. Additionally, the battery housing was damaged. The root cause of the loose busbar cannot be positively identified. The root cause for the damaged housing was physical abuse. No adverse event resulted from the damaged battery.